Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on b)(6) 2021, a b)(6) year-old male child patient's infusion set's tubing broke away from cannula, which was noticed on second day after insertion. Therefore, his blood glucose level was within 150-160 mg/dl at the time of the event. Moreover, the infusion had been used for two days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.